Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that air was observed in the device. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman&#59393;access system (was) was positioned in the laa. While introducing the watchman&#59396;delivery system (wds), air was observed in the was distal to the tip of the wds. The wds was removed and they aspirated via the sideport followed by bleedback out of the valve of the was. Then the physician pulled the was back slightly so as to not make contact with the distal wall of the laa. This was believed to have resolved the issue as the contact with the laa was creating a closed lumen. The air did not enter the patient's anatomy. A 33mm watchman laa closure device was successfully implanted via this was. During recovery, the patient went for CT and there were no signs of air embolism or stroke. The next day the patient was awake and remained in the ICU due to a hemothorax and pneumothorax which resulted from the anesthesia. The patient was not on anticoagulation medication due to the treatment of the hemothorax and experienced issues with the motor function of their right arm and leg, which were signs of a stroke. It was determined to be an embolic lacunar stroke. They were discharged about two weeks later and will go to an inpatient rehabilitation facility.